Event description:
Caller reported experiencing cgm error 42, which was resolved successfully following a pump reset guided by technical support. There was no adverse impact to the customer's blood glucose level. After the pump reset, the customer successfully started a new sensor session.